Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the handpiece was received and evaluated. During testing, the handpiece was found to have the potential to activate on its own related to pc board failure. A design change has been implemented to address this issue. There has been no report of injury associated with this failure mode.

Event description:
The shaver handpiece was returned for service with the report that it would not work. There was no report of injury or surgical delay associated with this event.